Event description:
A peritoneal dialysis (pd) nurse reported that a patient was diagnosed with confirmed acinetobacter radioresistens peritonitis due to not following aseptic technique. The patient was treated with ceftazidime 1g every five days and vancomycin 1g every 5 days for 10 days.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.